Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the printed circuit board needed replacement; therefore, the monitor did not power on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that the monitor will not power on while using high definition lcd monitor. The malfunction was found while inspecting prior to an unspecified diagnostic procedure. There were no reports of patient or user harm associated with this event.